Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip of the augment puller broke off.

Manufacturer narrative:
Examination of the submitted device confirmed the threaded tip has fractured. Provided information stated the device was being used to remove a patella peg from the patient bone. The device was not designed for removal of polyethylene components from patient bone. The root cause is being attributed to suspected inappropriate use of the instrument. Based on the determination of misuse as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.